Event description:
The device was fired and made a cracking sound while deploying staples. The staples were then observed tobe malformed. The procedure was converted to an open procedure to remove malformed staples from the surgical area. The procedure was finished using a different instrument.